Manufacturer narrative:
The manufacturer has rec'd the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexf1201 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hole and liquid leakage was found at 28cm of the catheter after it was implanted into the patient's body for 5 days. Puncture was conducted after replacing with a newset of catheter.